Event description:
Consumer complaint of low blood results. Caller normally is around 100-115 mg/dl. The last results were 70 mg/dl, 68 mg/dl, and 85 mg/dl. Based on the parkes error grid analysis, the bias between the lowest result given (68) and the normal result (115) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Caller normally is around 100-115mg/dl. The last results were 70mg/dl, 68mg/dl, and 85mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (68) and the normal result (115) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).